Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 12/2020). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during dialysis catheter placement, during saline flush, a leak was allegedly identified at the blue hub. Reportedly, the device was removed and another device was placed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14.5 fr d/l hemostar st vas-cath catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for pinholes and leaking in the venous return extension leg, as three pinholes (two near each other and one diametrically opposite) were identified in the extension leg just proximal to the bifurcation. Leaking was observed at the pinhole sites. The pinholes appeared to be primarily longitudinally aligned. The reported events and findings from the investigation are consistent with material split, cut or torn, and fluid leak issues. The observed characteristics and positioning of the pinholes are consistent with damage caused by clamping/grasping the extension leg with an instrument with rough edges (e.g. Hemostats). The observed pinholes likely contributed to the reported leaking. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The complaint has been identified as use-related. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during dialysis catheter placement, during saline flush, a leak was allegedly identified at the blue hub. Reportedly, the device was removed and another device was placed. There was no reported patient injury.